Event description:
It was reported that the stent was damaged. Upon unpacking a synergy¿ stent delivery system it was noticed that the stent was damaged. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Patient age: over 18 years old. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The detached stent was also received for analysis. A visual and microscopic examination found that the stent struts at the proximal end of the stent were bunched together and misaligned exposing the proximal crimp markings on the balloon material. This type of damage is consistent with the stent meeting resistance. The stent od was measured using a digital snap gauge at the undamaged portion of the stent and was within specification. The device¿s stent protector was not received for analysis however it was noted that the ID of the stent protector issued to this device illustrates that the device could not have been shipped in this condition. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The investigator noted that all the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent was damaged. Upon unpacking a synergy stent delivery system it was noticed that the stent was damaged. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.